Event description:
It was reported that the patient with this implantable cardioverter defibrillator received three inappropriate anti-tachycardia pacing and one inappropriate shock to what appears to be a possible supraventricular tachycardia. Boston scientific technical services recommended further review with the physician. Information was later received reporting that the patient received 11 additional inappropriate shocks and three inappropriate anti-tachycardia pacing due to what appears to be an atrial driven arrhythmia. This device remains in service. No additional adverse patient effects were reported. Additional information was received this patient received six inappropriate shocks and three anti-tachycardia pacing due to an atrial drive arrhythmia. It was also noted that the therapy for this event was exhausted. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator received three inappropriate anti-tachycardia pacing and one inappropriate shock to what appears to be a possible supraventricular tachycardia. Boston scientific technical services recommended further review with the physician. Information was later received reporting that the patient received 11 additional inappropriate shocks and three inappropriate anti-tachycardia pacing due to what appears to be an atrial driven arrhythmia. This device remains in service. No additional adverse patient effects were reported.